Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a no delivery alarm 5 times a day. Customer switched out the infusion sets and was still getting a no delivery alarm. Customer stated that there was no scar tissue, no damaged cannulas, and no site issues. Customer kept changing out the sets and thinking that it was the sites. Customer's blood glucose is 240 mg/dl. Customer has treated with the pump. Customer stated that the alarm just occurred. Customer stated that the alarm occurred during bolus and basal. Customer stated that the no delivery alarm is not recurring. Customer stated that the issue has not been resolved. Customer stated that the insulin did not exit. Customer stated that he did this with another set and got a no delivery. Customer programmed a 5.0 unit fixed prime into the air and the pump did alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.